Manufacturer narrative:
Product event summary #analysis confirmed the reported event; output connector assembly was broken. Analysis found the lower case was dented and the encoder nuts were not torqued to specification. (B)(6). (B)(4).

Event description:
It was reported the atrial and ventricle ports are broken, plastic broken. The device was returned for repair. There was no patient involvement.